Event description:
Physician attempted to cross coronary lesion - was unsuccessful and ended fluoroscopy, pulled the wire/stent/guiding catheter back into the right femoral artery. When the physician repeated fluoroscopy again, they could not see the stent. The physician stated that the stent came off the balloon and floated down the right femoral artery into the leg and no follow-up would be necessary. Pt maintained 49+ pedal pulses.